Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2017. Block d6b: explant date: 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: sc-8216-70, model: m365sc8216700, serial: (B)(6), batch: 15890818.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned due to facility policy.